Event description:
It was reported that during an unknown procedure, the clips would not advance. A few clips were delivered and the device jammed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated creatinine kinase - mb and progesterone results for an unknown number of patients generated by the unicel dxi 800 access immunoassay system. The erroneous results were reported outside the laboratory; however, subsequent testing was performed on an alternate instrument producing lower results in a different clinical category and corrected reports were issued. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Misassembled hoop spring the analysis results found that the device was received in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the trigger could not be completely activated due to the firing mechanism being jammed. In order to evaluate the condition of the device's internal components, the device was disassembled. Upon disassembling, the hoop spring was found out of its intended position, jamming the firing mechanism. No conclusion could be reached as to what may have caused the found conditions. The batch record was reviewed and no anomalies were noted during the manufacturing process.